Manufacturer narrative:
(B)(4). Date sent: 4/16/2020. D4: batch #t5em69. Investigation summary the analysis found that one ec60a device was returned with no apparent damage and with one gst60w cartridge loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The event could not be confirmed as the device opened and closed without any difficulties noted. Additional information was requested and the following was received: was the device locked on tissue with the jaws closed? Yes, the device locked with the jaws closed. Before used on the patient and another device used to complete the procedure. If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? Unknown. Is the current patient status known? The device do not used on the patient, and the patient is stable. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No patient consequence.

Manufacturer narrative:
(B)(4). Batch #: t9549f. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)

Event description:
It was reported that during the laparoscopic hepatectomy, after installing the reload, the surgeon could not open the jaw normally. Another device was used to complete the surgery. It's unknown whether there were any patient consequences. No additional information is available at this time.